Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the customer was in emergency room due to high blood glucose on (B)(6) 2020. Customer¿s high blood glucose value was 400 mg/dl at the time of incident. Customer was not calling back to perform a high pressure test. Customer treated with manual shot for high blood glucose. Customer stated that the reservoir compartment was full of insulin. Customer stated that the fluid was in reservoir compartment. Customer stated that the o-ring inside lip of reservoir compartment was missing and insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.